Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. At the time of the report with tandem technical support there was no additional information available.